Manufacturer narrative:
Findings: reliability analysis analysis not required due to the complaint related to enlite serter.

Event description:
It is reported that a customer has been issues with their sensor being stuck in the serter. The patient's blood glucose was at 71 mg/dl. The customer was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.